Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery where a cement spacer was implanted. The reason for the revision is not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction to h6 (device code). Additional devices used: catalog: 33680023 - lot/serial: (B)(6) - infinity adaptis taldome sz3 infinity adaptis. Catalog: 33683306 - lot/serial: (B)(6) - infinity everlast sz 3 6mm total ankle system. The reported event could not be confirmed, since the device was not returned for evaluation, and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows and confirms the presence of a cement spacer at the site of the former ankle joint prosthesis. There is no further clinical information provided and therefore nothing can be said to the clinical situation in this case. Usually, a cement spacer is used when there is an infection. The initial operation took place in summer 2024 and therefore a connection to the implant or the implantation is not too likely. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery where a cement spacer was implanted. The reason for the revision is not available at the time of this report.